Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event on an unreported date. The patient was treated with vancomycin (500mg, route, frequency, and duration not reported) and amikacin (250mg, once daily, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The patient outcome was unknown. No additional information is available. This is report 1 of 3.